Manufacturer narrative:
According to the information received, this case seems to be linked to a delayed inflammatory reaction. Delayed inflammatory reactions that may manifest as reported terms weeks to years after injection are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. They may be related to a delayed immune response or to a bacterial infection. They can be triggered by patient predisposition, trauma, vaccines, or infections (in this case potentially trigger by the covid-19). With medical treatment, symptoms can be quickly fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teoxane products. This is default text configured for block h10.

Event description:
Inflammatory reaction - inflammation - delayed immunological reaction- granulomatous reaction ¿ biofilm [dermal filler reaction] ([skin oedema], [nodule], [skin induration]) covid-19 [covid-19], migration [device dislocation] . Case narrative: on 28-aug-2025, the spanish subsidiary notified teoxane geneva of an adverse event. According to the information received, the patient was injected on (B)(6) 2024 with: 1.2 ml of teosyal puresense ultra deep in the nasolabial folds. The injection was done with a canula 25g using the retrograde technique (rc/2508068). 1.0 ml of teosyal rha 1 in the barcode lines. The injection was done with a needle (current complaint). - 1.0 ml of teosyal rha 3 in the lips (0.5 ml in the lower and 0.5 ml in the upper lips). The injection was done with a needle 30gx30mm, using the retrograde injection technique (rc/2508070). The patient was also injected on (B)(6) 2025 with: - 1.2 ml of teosyal rha 4 in the nasolabial folds. The injection was done with a canula 25g x 40 mm(rc/2508071). Approximately 6 months after the last injection, on (B)(6) 2025, the patient experienced swelling on the left side of the nasogenian groove and of the supralabial area. Nodules also appeared on the outer corner of the right eye, left cheek, and left suprapalpebral area. Considering the severity of the symptoms the case was assessed as reportable. On (B)(6) 2025, the patient independently consulted a dermatologist who confirmed the presence of following symptoms: 10 days of inflammation of the left cheek nodule on the outer corner of the right eye, on the left cheek, in the left supralabial area induration in right the supralabial area and in the lower lip. Possible diagnoses were also established and prescribed an MRI to the patient for confirmation: granulomatous reaction (foreign body) delayed immunological reaction and migration of the filler following covid-19 infection (around (B)(6) 2025) - delayed infection mycobacteriosis or biofilm. A facial MRI was performed the same day (B)(6) 2025) and highlighted a signal alteration in the subcutaneous fat tissue, suggestive of subcutaneous infiltrative material. This signal change affects the perioral region predominantly in the upper area, the lower nasal region, and the bilateral premalar areas. It extends superiorly toward the lateral subcutaneous region adjacent to and above the zygomatic arch. At this level, the alteration is more superficial, with mild associated skin thickening. No collection, no abscess were observed. The following treatments were prescribed by the dermatologist: glucocorticoids (urbason) corticoids (prednisone 30 mg) antibiotics (augmentin) lisinopril (ace). 4 days later, on (B)(6) 2025, the patient was prescribed an antihistamine treatment (polaramine) and on (B)(6) 2025 the patient was injected with 500 ui of hyaluronidase. The effect was low, the treatment process was reported as very slow and the patient became more swollen with granulomas. On 28-aug-2025, a medical expert was contacted. According to him, the granuloma cannot be confirmed without a pathological anatomy and the nodules present around the eye (area which was never injected) might be oedema associated with the inflammatory reaction. He also reported to teoxane that the patient did not take the corticosteroids prescribed, only antibiotics. He recommended to follow the late nodulation protocol: moxifloxacin 500mg/12 hours clarithromycin 400mg/12 hours for 21 days deflazacort 0.5mg/kg weight/day (5 days) - 1mg/kg/day (11 days) - 0.5mg/kg weight/day (5 days). Gastric protector (omeprazole or pantoprazole) probiotics: (30 days), 20-30 billion cfu/day. Check on the 5th day, hyaluronidase (previous allergy test), inject into nodules between 30-120 iu per nodule (depending on size). At the time of this report, no additional information was retrieved. Investigations are on-going.